Manufacturer narrative:
The product is not available for investigation as it is currently in use at the user facility. Investigation by manufacturer is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post-aquablation procedure the patient was taken back to the operating room (or) due to bleeding, which was addressed by performing cauterization (per manufacturer's instructions for use, bleeding is a potential perioperative risk of the aquablation procedure). No adverse health consequences were reported with the patient due to this event. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
H3. Device evaluation by manufacturer: the aquabeam robotic system was not returned for investigation as it is currently in use at the user facility. A review of the aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review indicated that the system functioned as designed. A review of the device history record (DHR) for ab2000-b rev b/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. A review for similar complaints under ab2000-b/serial number (B)(6) confirmed seven (7) other similar events. A review of similar complaints across all lots confirmed a total of 16 similar events. The aquabeam robotic system's instructions for use (IFU), ifu0104-00, rev. B, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding. A root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. Based on the review of the log file, DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.